Manufacturer narrative:
Outcomes to adverse event, date of event, implant date: estimated dates. In the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported patient effect of death could not be determined. The reported patient effect of death is listed in the mitraclip system instructions for use, and is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. Literature attachment. Article title transcatheter edge-to-edge repair with mitraclip in systolic heart failure with ischemic versus nonischemic cardiomyopathy.

Event description:
This is being filed to report the patient death. It was reported through a research article identifying mitraclip that may be related to patient death. Specific patient information is documented as unknown. Details are listed in the article: transcatheter edge-to-edge repair with mitraclip in systolic heart failure with ischemic versus nonischemic cardiomyopathy. No additional information was provided.